Manufacturer narrative:
No output or telemetry; the battery was depleted due to a high current drain - cause of high current drain unknown.

Event description:
Information received from the field does not address the patient's clinical status but notes premature eol.